Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided ascites drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided and reviewed. The photo shows the partial view of catheter packed in plastic pouch; the hub was not clearly visible in the photo. The break cannot be verified from provided photo. Therefore, the investigation is inconclusive for the reported catheter connector fracture issue as the provided photo was not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion0. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provide for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided ascites drainage catheter placement procedure by using navarre drainage catheter. It was reported that post the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.